Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the past event insulin pump had received alarmed compromised force sensor system. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. The customer stated that the drive support cap was loose. The customer was confirmed that she stopped using the insulin pump to revert to the backup plan. The insulin pump will not be returned for analysis.